Manufacturer narrative:
(B)(4).

Event description:
The customer has been having ongoing issues with ise indirect na for gen.2 on a cobas 6000 c (501). The customer thought the issue was fixed after a service visit, however, the customer is questioning 4 patient samples for na run between (B)(6) 2018. Based on the data provided, the results for 1 patient were erroneous. The erroneous result was not reported outside of the laboratory. The initial na result was 179 mmol/l. The sample was repeated on a different c501 module and the result was 133 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found an issue with the rinse tubing. The rinse tubing was replaced. A valve was replaced as a precautionary measure. The customer ran acceptable calibration and qc.

Manufacturer narrative:
The investigation determined that the cell rinse tubing issue found by the fse was the root cause of the event. The customer has had no further issues since the service visit.